Event description:
The lead was capped on (B)(6) 2011. Lead was placed in atrial port. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).